Manufacturer narrative:
The reported unused device was returned for evaluation in original unopened packaging. Label verification and visual inspection was performed. The device's long straight seal was observed to have a seal area less than 1/4" adjacent to the proximal end of the device holster. Dye leak testing was performed and dye was observed to penetrate the defect seal area. The packaging was inspected for seal transfer. Seal transfer was observed within the defect seal areas therefore this defect was not a result of the sealing process. Due to the appearance and location of the defect, potentially, the complaint device may have caused the breach in sterility. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4) units, this is the only complaint for this product and failure mode. A (B)(4) review of complaint history revealed there has been a total of (B)(4) complaints, regarding 35 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised: these devices should be inspected before each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted parts broken or significantly bent connector contacts damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration verify that the electrode is fully and securely seated in the handpiece before use this issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(4) rejected one 138114a, goldline, btn, hols, ext. Blade, due to an "insufficient heatseal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with recurrence.